Event description:
Pca in patient's room was alarming. The screen stated that there was a malfunction and the pump needed to be shut off. It was shut off and replaced with another. A biomed technician was called to fix the machine.